Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely use related since the bleeding was resolved after perclose sutures were tightened. The root cause of positioning issue was most likely patient movement related since the issue occurred while the patient was having seizure. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28472.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that oozing was noticed after impella cp implantation. The blue suture hub was advanced securely to the patient's skin and the perclose sutures were tightened to resolve the issue. Additionally, the patient had a seizure episode which resulted in the impella becoming malpositioned, and impella alarms occurred. The impella was repositioned to resolve the alarms. The patient survived.